Event description:
Arjo was informed by the joy in care (a supplier of the sling), that arjo product was used during the incident with non arjo sling. They stated that the incident considered a sling strap that is not arjo but from joyincare. During a transfer from the wheelchair to the toilet using the sara 3000, the patient fell out of the lift. The resident was still holding the handles, allowing the staff to guide him to the floor safely. No injuries occurred.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The supplier of the sling evaluated the involved devices and found that the sling clip lock (non-arjo) was worn. No malfunction was indicated within arjo lift. The supplier indicated that the incident is related to the worn lock in the clip. This issue has been deemed reportable to competent authorities, as the sling and lift act as a system. The investigation is ongoing. The results will be provided in the next report.

Manufacturer narrative:
The supplier of the sling evaluated the involved devices and found that the sling clip lock (non-arjo) was worn. No malfunction was indicated within the arjo lift. Sara 3000 instructions for use (kkx81010m-en_3) state: ¿sara 3000 is intended to be used with clip slings only (¿) use slings that are designed for sara 3000¿. ¿for the transfer of residents and use of various slings refer to the instruction provided by the manufacturer of the sling¿. ¿the slings need to be cleaned, maintained and inspected in accordance with the arjo sling information documents¿. Based on information provided in the complaint, the supplier indicated that the incident is related to the worn lock in the clip. We (as arjo) were unable to confirm the root cause of the reported problem, since it concerns a non-arjo product. The arjo sara 3000 lift and non-arjo sling were used as a system with a patient and therefore the arjo device played a role in the incident. There was no malfunction of the arjo device that contributed to the event. The complaint was decided to be reportable due to the patient¿s fall from the lift.

Event description:
The arjo product was used during the incident with non-arjo sling (from joy in care). During a transfer from the wheelchair to the toilet using the sara 3000, the patient fell out of the lift because the clip from the non-arjo sling detached. The patient was still holding the handles, allowing the staff to guide him to the floor safely. No injuries occurred.